Event description:
It was reported that, patient who had an anterior cruciate ligament reconstruction some years ago. He also had a total knee arthroplasty performed in 2010. Following the total knee arthroplasty for arthrosis, he did not have a significant pain-free interval and continued to have anterior knee pain. After evaluation in our clinic, he was found to have significant improvement wearing an ap stabilization brace. For this reason, we were able to improve the anteroposterior stability of his joint in hopes in improving his overall functional result. He has had thorough discussion for the diagnosis, the alternatives of therapy, the risks and benefits, the alternatives, and our recommendations. He has had an opportunity to ask questions which were answered. I believe he has adequate information to make an informed choice. He has decided to go ahead with a total knee arthroplasty revision on the left.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report. Catalog number and lot code of other device listed in this report: cat # 5532-p-509 lot # lzb830 description: triathlon-ps tibial insert #5-9 mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.